Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Sample material was received for investigation and tested on an e801 analyzer with anti-ccp reagent lot number: 860040. The result was 233 u/ml. The customer's results were reproduced at the investigation site. The investigation is ongoing.

Event description:
We received an allegation of questionable high results not corresponding to the clinical picture for 1 patient tested for elecsys anti-ccp (anti-ccp) on a cobas e 801 analytical unit. On (B)(6) 2025, the result from the e801 analyzer was 217 u/ml. This sample was sent to an external laboratory using the thermo fisher method, and the result was "in the reference range." The specific result was not provided. On (B)(6) 2025, a new sample was obtained, and the result from the e801 analyzer was 235 u/ml. On (B)(6) 2025, the repeat result from the e801 analyzer was 236 u/ml. This sample was sent to an external laboratory using the thermo fisher method, and the result was 1 u/ml (reference range 0 ¿ 10 u/ml).

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against the streptavidin component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.